Manufacturer narrative:
(B)(4). Event date: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: how many times did the event occurred? Uncountable times. What is the surgeon name for each procedure? Dr (B)(6). What is the procedure name? Myocardial revascularization. When did the problem occurred? During the surgery. What has been done to mitigate the problem? It was used a new clip and suture. Material code: lx107. Material lot: fqga11801 attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the device "presented problems to realize the due blockade of blood passage by the blood vessel" was the device delivering malformed (unformed, irregular shape, scissored) clips? If yes, were the clips not occluding the vessel? Did the clip applier itself cut or damage the vessel? Did the clip or clips cut or damage the vessel? Please provide further detail of the damage. Was the lc800 cartridge base being used to hold the clip cartridge during loading of the clip applier?

Event description:
This product presents problems of use. Since the clip, when placed in the device has presented problems to realize the due blockade of blood passage by the blood vessel. A lot of clips are reportedly lost in this way, causing damages during the procedures (heart surgery). There were no report of any clinical consequences for the patients due to the event.

Manufacturer narrative:
Pc # (B)(4). Device analysis: the analysis results found that the lx107 device was received with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming. The event described could not be confirmed as the device performed without any difficulties noted. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.  The certificate records are accessible through external manufacturing.